Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the patient sustained a perforation o r rupture to their right external iliac artery and right common femoral artery. Three stents were placed to manage the injury. A post-stent placement doppler was done and revealed diminished blood flow. There was no allegation of a defect or malfunction of this device. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The device was discarded, therefore no analysis will be performed. A supplemental report will be filed if additional information is received or when the investigation is completed. (B)(4).